Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, issues related to the sensor board and blower motor were observed. The device's sensor board and blower motor were replaced to address the issues.